Event description:
The customer complained that non-reproducible, higher and lower than expected vitros amon quality control results were obtained when using vitros amon reagents on a vitros 5600 integrated system. Biorad 51932 results: 111, 112, 116, 102, 102, 102 ¿mol/l vs 82.0 ¿mol/l; biorad 51933 results: 254, 252, 275, 259, 258, 279, 262, 271, 276, 276 ¿mol/l vs 205 ¿mol/l. Precision fluid results: 198.7, 123.7, 190.6, 194.3, 114.9, 110.7, 118.3, 94.3, 188.6, 189.8, 113.0 ¿mol/l vs expected 155.73 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no vitros amon patient samples were processed over the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros amon quality control results were obtained when using vitros amon reagents on a vitros 5600 integrated system. The assignable cause of this event was instrument related, as a within-run amon precision test was outside of ocd guidelines, indicating the vitros 5600 integrated system was not performing as intended. Following service actions, the technical service center requested the customer process amon precision testing to confirm the issue is resolved. The investigation is ongoing.